Event description:
It was reported that this product was part of an upcoming system revision due to infection. The patient was admitted to the hospital; however, no confirmation has been received that the product was explanted on the scheduled date. No additional adverse patient effects were reported. It was reported that this system was subsequently explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this product was part of an upcoming system revision due to infection. The patient was admitted to the hospital; however, no confirmation has been received that the product was explanted on the scheduled date. No additional adverse patient effects were reported.